Event description:
It was reported by the physician that there was an unspecified problem with the fiber at 24,940 joules. No add'l info was provided. The procedure was continued with another fiber. There was no report that the pt or the end user experienced any injuries as a result of this event.

Manufacturer narrative:
The event description the customer reported into the MFR did not indicate a potential pt safety issue. The device was subsequently returned to the MFR and analysed. The failure analysis disclosed that the fiber cap detached (parted at the cap). The fiber jacket and shrink tube were burnt and the shrink tube and fiber melted. Based on the analysis findings, the cap conditions would result in forward firing and has been identified as a potential safety issue as it appears the fiber was in use when the cap detached. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, accelerating the fiber cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The component codes fiber and cap refer to the results code thermal problem.